Event description:
Additional information was received from the patient. The patient reported that the statement "the device was not working" meant that the device was not working. The wires were disconnected as a result of the fall. Their bladder was working without the device. They reported that the issue had been resolved. The patient requested device removal. They reported that the device was sent to the hospital lab after removal.

Manufacturer narrative:
Continuation of d10: product ID 3093-33, lot# v772513, implanted: (B)(6) 2011; explanted: (B)(6) 2025; product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The reason for call was patient states they had the device and lead removed yesterday. Patient states that the reason they were implanted in the first place was due to being stabbed at c7 and paralyzed from the shoulders down. The reported that they fell around 2015 or 2016 and pulled something out which they never took x rays to confirm but the device was not working and the pt programmer had static. Their symptoms resolved and the nerves healed and they no longer needed the implant so it was removed yesterday.